Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 30 mg/day) via an implantable pump. The pump's indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient reported that he went through withdrawal when the pump battery died. The pump was replaced. The event date is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.